Event description:
A customer site in the us alleges that a (B)(6) result was generated with the cobas ampliscreen hiv-1 v 1.5 test on a pre-mortem sample from a (B)(6). When the sample initially tested (B)(6) on (B)(6) 2011, the (B)(6) control was invalid, which invalidated the sample result. The run was repeated. However, with this run, the internal control was invalid for the sample and the sample result was again invalidated. The run was repeated again in duplicate and both valid (B)(6) results were produced for the sample. The site suspected contamination as the cause for the (B)(6) result and reported the result as (B)(6) on (B)(6) 2011. For reasons unknown at this time, a corrected report was issued on (B)(6) 2011 which reported the sample as (B)(6). It is unknown if any organs were released for transplantation.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). The customer filed the complaint alleging a false (B)(6) result for a donor sample was generated while using the cobas ampliscreen hiv-1 test, version 1.5. The false (B)(6) result is suspected to be due to contamination caused by customer handling. The customer reported the alleged (B)(6). On (B)(6)-2011, a (B)(6) target results was obtained for sample (B)(4). Although the internal control (ic) result was valid for the donor, the entire run was invalid due to an invalid (B)(6) control result. During a subsequent run, the donor had a (B)(6) target result; however the ic result was invalid, thus invalidating the individual result. The donor was then tested during a third run in duplicate and obtained both a (B)(6) target result. Both results during the third run were valid. However, it is stated in the complaint case that the customer attributed the (B)(6) result to be due to contamination from the (B)(6) control. When asked to elaborate as to why the customer believed the (B)(6) result was due to contamination, the customer stated that "when closing the lid to the (B)(6) control well on the a-ring, it popped back up and could have contaminated the donor sample". Having the knowledge that the organ donor was only (B)(6), and with a total of three (B)(6) results for the donor in question (although the results from the first two runs were invalid), the customer ultimately reported the result as (B)(6). It was later confirmed in the case that the organs from the donor were ultimately transplanted. Sample material was requested for this case for the sample in question, but there was insufficient volume to perform investigative testing. Retain testing of the kit lot generated valid results. Although repeatedly requested, no information was provided for the donor or organ recipients. No product non-conformance was identified. The cause of the false (B)(6) result is likely due to contamination caused by a customer handling issue. (B)(4).